Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing of the infusion set unlocked unintentionally. The patient experienced elevated blood glucose levels. No adverse event was reported. This issue has happened with multiple batches, but the lot number for these batches were not provided. The infusion set is not expected to be returned for product evaluation.